Manufacturer narrative:
(B)(4). Unit powered up properly after battery installation. Pump monitored and no blank display noted. Pump passed the displacement test. Unit received a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/delivery test, excessive no delivery test and occlusion test due to a33 alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump's screen does not appear immediately after replacing batteries. Customer's blood glucose was not provided at the time of the incident. No further details given. The insulin pump was replaced and customer will return the product for analysis.